Manufacturer narrative:
The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Event problem and evaluation: a software investigation was initiated; further evaluation is currently in progress.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system was in stand alone mode and communication between the mobile view station (mvs) and image acquisition system (ias) could not be established. The motion controller indicator also had a red x stating the gantry door was open. In trouble-shooting, the radiologic technologist (rt) was able to close the door and clear the red x for the motion controllers. The mvs was then re-booted and communication was re-established between the ias and mvs. The surgeon completed the procedure with the use of the imaging system. The procedure was delayed approximately fifteen minutes due to this issue. There was no impact on patient outcome.